Manufacturer narrative:
H3: one device was returned for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the reported issue was confirmed. The root cause of the issue was a faulty downstream occlusion (dso) seal and remote dose cord (rdc). No further actions were taken.

Event description:
It was reported that the device had cracked downstream occlusion seal. There was no patient involvement.